Manufacturer narrative:
Related fr # 2916596-2023-00578. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a recurrent driveline infection with worsening drainage. Cultures were positive for pseudomonas. The patient was treated with cefapine antibiotic, and incision and drainage were performed on (B)(6) 2024. The patient was discharged on (B)(6) 2024 and continued cefapine until (B)(6) 2024 when transitioned to cefadroxil. The patient was treated at home on cefadroxil and saw wound care on (B)(6) 2024 where the wound was noted to be healing. The patient monitored outpatient on antibiotics as continued plan of care.